Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states she went on an airplane ride and after the airplane, she noticed her right brake handle is not working when she pushes it down to lock.